Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the guide wire was broken. The outer insulation of the lead was observed to have blood ingression. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the guidewire became stuck to the tip of the left ventricular (lv) lead. The lv lead and guidewire were replaced. No patient complications have been reported as a result of this event.